Manufacturer narrative:
Investigation summary: bd received 154 samples and 1 photo for investigation. The photo was reviewed, and the indicated failure mode was not observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no issue was observed. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the collected sample hemolyzed on ten (10) tubes. No patient impact reported.